Manufacturer narrative:
There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Phrenic nerve damage leading to diaphragmatic paralysis.